Event description:
It was reported by service report that the siderail was stuck in the middle position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: bent siderail.